Event description:
The 355ls and 355ld were used during a laparoscopic cholecystectomy. It was reported the devices were leaking around the seal. This happened (3) 355l and (1) 355ld from kit ftc04. There was no consequence to the pt.